Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated. Capture and sensing functions were normal and demand and magnet rates functioned at the programmed rate of 70 ppm.